Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with basal rate and monitored five days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Device had severely scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners and stained address or serial number label. Insulin pump passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer¿s blood glucose was low and when they viewed the insulin pump¿s prime history they noticed some delivered units that they did not recall programming. The customer¿s blood glucose during the incident was 3.5 mmol/l. The customer treated with food. The customer¿s current blood glucose was 13.8 mmol/l. Troubleshooting was performed. The insulin pump will be replaced. The insulin pump will not be returned for analysis.